Event description:
It was reported that during a thyroidectomy, the button had intermittent activation issues during the case. Used the foot pedal to complete the case. There was no pt consequence reported.